Manufacturer narrative:
Items returned for evaluation: pusher, implant. Items not returned for evaluation: introducer, dispenser hoop, shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the pusher returned with no implant attached and the pusher bodycoil severely stretched with the lead wires broken and exposed at the distal section. The implant was returned separated from the pusher, with the coils stretched, damaged, and deformed. Furthermore, the monofilament was found to be exposed. The investigation found the attachment monofilament to be broken, which indicates the device experienced a tensile break. The investigation found the pusher bodycoil severely stretched with the lead wires broken and exposed at the distal section. The implant was returned separated from the pusher with the coils stretched, damaged, and deformed, and the attachment monofilament exposed. The investigation found the attachment monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information received, please see h6 and h10.

Event description:
It was reported the cosmos 22x63 coil became stuck in the microcatheter. The coil was pulled on to remove but it was discovered the coil had detached in the sleeve. The doctor tried to pull back the broken coil using the wire and also a snare system but could not remove it. The coil was removed using 2 microcatheters to clamp the stuck coil and successfully pull it out. It is noted patient status is good.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The coil detachment and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.